Manufacturer narrative:
A philips remote service engineer (rse) assisted with troubleshooting the device and determined that the issue was due to a failure related to the user interface (ui) assembly. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. However, the repair of the device cannot be conducted at this time due to a back-order status of the ui assembly. When the part become available, the repair will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display, and was unclear during preventive maintenance. There was no patient involvement when the issue occurred. There was no patient or user harmed. The customer reported that the device has 2.00 software and may contain original 1st generation lcd. The customer was provided with the part number for a replacement user interface (ui) assembly. The remote service engineer informed the customer that upgrading the lcd (second generation), the software would require an update to 2.10 software.